Manufacturer narrative:
One device was returned for repair. Alarm history was reviewed and confirmed the primary complaint. No prior repairs were found in service history pertaining to current complaint. Upon powering up the pump, it immediately gave an error for a force sensor error. To remedy this error, the force sensor as well as the force sensor printed circuit board (pcb) were replaced and recalibrated, eliminating the error. The pump passed all performance verification testing.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was a force error issue. The unit was recently in for powering on and poor sensor during servicing. There was no patient involvement.